Event description:
It was reported while using bd q-syte tri-extension set 15 cm (6 in) 2.25 ml the hub broke and damaged the lumen. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: breaking of the hub while fixing. Catheter the hub is getting broken and also facing issue as it is damaging the lumen of the cvc.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 16-jun-2022. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of component damage - no leak was not confirmed upon inspection of the sample. The sample was inspected, and no damages were observed. Since the defect was not confirmed a manufacturing root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd q-syte tri-extension set 15 cm (6 in) 2.25 ml the hub broke and damaged the lumen. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: breaking of the hub while fixing. Catheter the hub is getting broken and also facing issue as it is damaging the lumen of the cvc.